Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. The patient experienced dizziness and loss of consciousness, the cgm was reading low mg/dl and the blood glucose reading was 800 mg/dl. The patient was taken by ambulance to the hospital where he received treatment for his high bg level (patient did not recall exact treatment or medications provided by the hospital). He was admitted to the hospital and was discharged home 3 days later after his bg levels stabilized. Patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.